Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a lead integrity alert (lia) had triggered for the rv lead due to elevated short v-v intervals and high-rate episodes. Additionally, it was noted that there had been two episodes of vf (ventricular fibrillation) with varying amplitude and that it was likely a vt/vf (ventricular tachycardia/ventricular fibrillation) storm occurred.

Event description:
It was further reported that the patient has passed away due to cardia arrest/ventricular fibrillation (vf). The patient had been very sick and was at home where a family member witnessed the event of syncope and called the ambulance. Shocks were delivered but the patient did not respond to the shocks. It was noted that the vf was so fine that the sensing of the episodes were difficult to be sensed by the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of ventricular fibrillation (vf) episode. The lead remain in use. No patient complications have been reported as a result of this event.